Manufacturer narrative:
Amulet laao registry data reports of 38 other unplanned cardiac surgery or intervention, unplanned intervention adverse events which are considered serious injury was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a - implant date: the earliest implant date was used.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 38 other unplanned cardiac surgery or intervention, unplanned intervention adverse events which are considered serious injury. The relationship of the serious injury to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between (B)(6) 2023. Patients mean age is 77 years, ranging from 56 to 87 years. 55% of patients were male and 45% of the patients were female.